Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles in the size of bb. The customer current blood glucose level was 138 mg/dl, 215 mg/dl and 265 mg/dl. The customer stated that the there was bunch of tiny bubbles in the size of a fountain pen head. The customer stated that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The reservoir will not be returned for analysis.